Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not using cartridge per IFU). (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with nausea, vomiting, polyuria, polydipsia and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the loss of prime occurred once. Troubleshooting also indicated that the patient is not using the cartridge per IFU. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.